Event description:
It was reported that a user experienced hypoglycemia while using the device, noted a blood glucose of 57 mg/dl, and asked how to disable alerts while treating, and was advised that alerts are intended to notify when glucose is compromised. Symptoms included low blood glucose without adverse symptoms reported. Outcomes included self-treatment with oral glucose and monitoring, with no hospitalization and no follow-up requested. Investigation included customer service troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear and no device malfunction was identified based on available information. It was concluded that the event involved user-reported hypoglycemia of unclear cause with appropriate user-led treatment and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.